Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported dislodgment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during preparation of the 4.0x12 mm multi-link 8 stent delivery system (sds) it was observed that the stent implant was not on the balloon when the protective sheath was removed. The dislodged stent was confirmed to be inside of the protective sheath. There was no resistance felt during removal of the protective sheath. The procedure was completed using a 3.5x12 mm multi-link 8 stent delivery system. There was no clinically significant delay in the procedure reported. No additional information was provided.